Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had been extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert from their implantable cardioverter defibrillator (ICD). Upon interrogation it was discovered the patients right ventricular (rv) lead exhibited rising and high/undefined pacing impedance along with a rising and high threshold. Reprogramming of the alert threshold was completed and the physician plans to continue to watch impedance trending over next few months and consider replacing the lead within next six months. The lead remains in use. No patient complications have been reported as a result of this event.